Manufacturer narrative:
Device evaluation: no suspect product has been received; however, customer photos were provided. The customer provided photos and the photos were evaluated. Three photos display the suspect lens inside the patient's eye, and a u-shape damage can be observed on the right side of the lens. Two photos display the lens cut with one piece inside the eye and the other out of the eye. Due to no product received, no further evaluation could be performed. The complaint issue "lens damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "cosmetic issues" was not identified during photo evaluation. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling/prior to insertion, a preloaded monofocal intraocular lens (iol) had a scratch on the lens. There was no patient contact. Through follow up, it was learned that there was a para central defect in the lens, not just a scratch. It was like a u shaped divot. It had nothing to do with the insertion process. The iol had to be cut out to remove it from the patient's operative eye and replaced during the same surgery. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. The lens is not available for return as it was cut into pieces. No further information was provided.